Manufacturer narrative:
According to the customer the syringe in the foley kit snapped. Per the customer this product is being used on mannequins and was not used on living patients. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer the syringe in the foley kit snapped.